Manufacturer narrative:
The photo analysis was completed based on the received picture. A picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, pentaray catheter was observed. However, the reported irrigation issue cannot be confirmed based on the images provided. A manufacturing record evaluation was performed for the finished device number 31584376l and no internal action related to the complaint was found during the review. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a pentaray nav high-density mapping eco catheter and the device (including port, luer hub) was not irrigating. The device had been used inside the patient prior to noting the irrigation issue. To resolve the irrigation issue, the operator injected heparinized saline with a 20ml syringe and it was still occluded. A second device was used to complete the operation. There was no adverse event reported on patient.